Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" eleven days ago: 2.9 on meter; ten days ago: 2.9 on meter; nine days ago: went to hospital and venipuncture in hospital lab was 3.7. Put on heparin. Eight days ago: 3.9 in lab test. Pt called to ask about discrepant results on her meter. She has been bleeding from her uterus for 3 months and just had an emergency hysterectomy. Discrepancy occurred prior to hospitalization. Customer not sure of exact dates - may have tested with meter on the same day as hospitalization or day before. Thought she was hospitalized saturday ((B)(6) 2010). She had been very anemic. Hct today was 25.8; may have been lower as pt had blood transfusions.

Manufacturer narrative:
Investigation pending.